Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system was unable to boot. Upon troubleshooting, philips field service engineer (fse) checked the system log onsite and found sib error during system startup. However, the reported error could not be replicated during the visit, and therefore, no replacement or repair was carried out. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.